Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain, cloudy effluent, fever, and vomiting. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown, but was reported to be due to a change in caregivers. Beginning on the day of onset, the patient was treated with ajuzolin (1 gram, daily, intraperitoneally, duration not reported) and fortum (1 gram, daily, intraperitoneally, duration not reported) for the peritonitis event. Antibiotic treatment with ajuzolin and fortum was ongoing. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. It was reported that a new caregiver had been trained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Upon follow up it was reported, twenty one days after the event onset, the ajuzolin and fortum were discontinued and the patient was discharged from the hospital that same day. Should additional relevant information become available, a supplemental report will be submitted.